Manufacturer narrative:
D9: product received date 11/19/2024. H3: one device was returned for repair with complaint that pump showed error code 42224 during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log confirmed error code. Cleared error code and charged coin battery to correct the issue. Device passed all functional and delivery tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 42224 during testing. There was no patient involvement.